Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: pressure sensor assembly defective. Correction: replaced pressure sensor assembly. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: device with problems in the startup self-test, self-test alarm is displayed.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: device with problems in the startup self-test, self-test alarm is displayed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: pressure sensor assembly defective. Correction: replaced pressure sensor assembly.